Event description:
It was reported that the impedance was high and sensing had decreased. X-ray showed that the lead tip was broken. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the anomaly observed in the field. The lead was exposed to cyclic bending, resulting in a fatigue fracture. The insulation was found to be twisted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.